Event description:
It was reported that the tip of the needle broke off during a rotator cuff repair. The event occurred while the surgeon was passing the needle through the cuff. X-rays showed the tip was embedded in the tissue and while attempts were made to remove the tip, it could not be located. There was an approximate 1-hour delay in surgery. No further pt info was provided at the time of this report or made available in response to follow-up requests to the surgical facility and surgeon's office. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but has not yet been received. The cause of the event could not be determined from the info available and without device eval. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue and hitting bone with the needle. Device history record review revealed nothing relevant to this event. If the device is returned and/or additional pt info is obtained, a follow up report will be submitted.